Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not on the bus. A field service engineer (fse) reseated the row board cable for drawer 2.1. There were no failures observed while the fse was on-site. After the repair, no errors or failures could be repeated in the main or test applications. Customer inventoried the drawer for good measure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was not detected on the bus and failed to recover. The customer reported that the malfunction caused a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.